Manufacturer narrative:
Evaluation summary: the paramount mini balloon-expandable biliary stent system was received for evaluation. No ancillary devices or cine images from the procedure were received. The18mm length stent was received crushed which could be attributed to the use of the snare. The paramount mini stent delivery system was examined visually and tactilely: no abnormality or deformity noted. The balloon chamber was received in a pre-inflation profile. Witness marks of the crimped stent were noted on the balloon chamber material. A 10cc water filled syringe was attached to the y-manifold proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the catheter. A 0.014¿ guidewire was loaded through the distal tip with ease and navigated out the y-manifold luer lock. A 10cc water filled syringe was attached to the y-manifold inflation lumen luer lock, a vacuum was able to be pulled and maintained. A 20cc water filled syringe was attached to y-manifold inflation lumen luer lock and the balloon chamber was able to be inflated to its nominal pressure of 10atm. The balloon chamber was then inflated to its rated burst pressure of 14atm. The paramount mini was able to be inflated to its nominal and rated burst pressures. A vacuum was pulled, and the balloon chamber was able to fully deflate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a paramount mini balloon expandable stent system during treatment of a tight and tortuous lesion in the patients renal artery. Some calcium was present. The IFU was followed during prep and use of the device. An inflation device was attached but not used as it is reported that the stent dislodged during delivery to the lesion. It is reported the dislodged stent was removed using a snare. A second paramount mini was successfully delivered to the lesion site and deployed without issue. No patient injury was reported.